Event description:
The device was placed in the forearm on venous side during thrombolysis of a dialysis graft. Another catheter was placed on the arterial side. The procedure was completed without difficulty and the catheter on the venous side was removed. Fluoroscopy of the arm revealed one catheter on the venous side was removed. Fluoroscopy of the arm revealed one catheter with markers and the marker bands from the catheter which had been removed. One marker migrated to the lung, the other was removed by the physician at the catheter exit site.